Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in underdrainage and to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years; height: 87 centimeters (cm); weight: 1.3 kilograms (kg); gender: male.

Manufacturer narrative:
Manufacturing and quality control data: the m. Blue® plus was manufactured by a qualified employee in august 2019. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a normal pressure range of 0 to 40 cmh2o in the vertical position and the progav® 2.0 has a normal pressure range of 0 to 20 cmh2o in the horizontal position. The shunt system was inspected as article fx804t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the both valves are permeable. Adjustment test: the m. Blue® valve was tested and is not adjustable throughout the normal range. The progav®2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of the progav®2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. The brake function of the m. Blue® is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valves are not operating within the acceptable tolerance in either position. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation, we confirm that the both valves shows are increased flow of liquid at the time of our investigation. The m. Blue® was not adjustable. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.